Event description:
No additional information reported by customer.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information to sections: b6, b7 d4, d7a, d8, d10 olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide updated information in section e1. Olympus will continue to monitor field performance for this device.

Event description:
No additional information reported by customer.

Event description:
It was reported that during an unspecified procedure, the flex deflectable videoscope image blacked out. There were no reports of patient harm.

Manufacturer narrative:
The date of the reported event is unknown. If additional information becomes available, a supplemental report will be submitted. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a probable root cause could not be identified.¿ should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.